Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that several months after implantation the patient experienced mesh erosion and recurrence of cystocele. Mesh removal was done on (B)(6) 2010.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2013, along with right stent placement and cystoscopy; due to exposed mesh.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.